Event description:
Patient had upper endoscopy on (B)(6) 2014 that went smoothly. He presented 2 days later with an intestinal obstruction due to a duodenal hematoma and was admitted on (B)(6) 2014 and is being kept npo on ivf & ng decompression.